Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff requested local staff to repair this c1 when it was put on standby, as the screen displayed technical event: 231008 and an alarm went off. No patient involvement.